Event description:
Patient underwent a robotic assited laparoscopic hysterectomy for uterine fibroids. Eight days post-operatively, she spiked a fever and there was an increase in her white blood count. An abdominal CT scan was suspicious for a small bowel perforation. She underwent an exploratory laparotomy where a foreign body was found. It was believed to be a piece of the sheath from the maryland bipolar forceps used during the hysterectomy. The patient had a perforated jejunum which was resected. It is unclear whether the retained foreign body contributed to the perforation; however, we have been experiencing a number of problems - particularly breakage - with various instruments in the davinci s series.====================== manufacturer response for forceps, maryland bipolar forceps======================although this product was not available to be returned, several other products which broke were returned. The manufacturer evaluated all the returned instruments and could not discern a pattern.